Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: exact date not provided. Article acceptance date: april 7, 2024. Section d4: catalog number: a complete number is unknown, as product serial number was not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation : jeroen van rooij, md; karina nolte, bsc; francien van de vondervoort, bsc;sybren lekkerkerk, md, phd; vincent bourgonje, phd; rene wubbels, phd. Prophylactic intracameral antibiotics and endophthalmitis after cataract surgery. Jama ophthalmology august 2024, volume142, number 8, pp. 699-706 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: title : prophylactic intracameral antibiotics and endophthalmitis after cataract surgery a retrospective cohort study was done to compare the incidence of postoperative endophthalmitis when 1% povidone iodine disinfection is applied in combination with selective intracameral antibiotics with the incidence after routine use of intracameral antibiotics in combination with 5% povidone iodine. From year 2016 to 2022 a total of 56,598 phacoemulsification procedures were performed. Iols used were either acrysof (from 2016-2018) or tecnis icb00/gib00 (from 2018-2022). It was reported that from 2016 to 2022, 17 endophthalmitis cases were recorded of which 15 cases occurred within 1 week after the cataract surgery and the remaining 2 within 2 postoperative weeks. It is unclear if the complications occurred in the eyes implanted with the jnj device, or the non-jnj device. A copy of the article is attached to this report. This report is for the gib00 lenses. A separate report is being submitted for the icb00 lenses.